Manufacturer narrative:
The reported event was "the lead got damaged" was confirmed. A complete lead was returned in one piece. Visual inspection found the inner coil on the lead body was offset consistent with procedural damage. The cause of the reported event was consistent with procedural damage. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was damaged due to patient's anatomy. The lv lead was not used and replaced. The patient remained stable throughout the procedure.